Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family that the patient experienced " tons of small blood clots causing problems in the lungs" which may have been caused by the pacing leads. The right atrial (ra) and right ventricular (rv) leads remain in use. No further patient complications have been reported as a result of this event.